Event description:
It was reported that customer experienced frequent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer changed pump supplies and resumed insulin therapy.